Event description:
Patient reported having 2 small chips in a tooth and their crooked tooth feels a bit loose and sore when they remove the aligner.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.